Manufacturer narrative:
(B)(4) 2015: tandem technical support followed up with the customer on (B)(4) 2015. The customer stated that bg levels are now stable since their healthcare provider adjusted pump settings. The customer will also be meeting with a clinical diabetes specialist as follow up. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) levels were elevated at 425mg/dl before lunch, and in the 300s before dinner. The customer delivered continual corrections, but bg levels remained high. The customer had to incorporate syringe injections in order to bring bg levels back down. The customer will be consulting with their healthcare provider.